Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. No unexpected number ramping and scrolling during testing. Insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the up arrow button got stuck during programming bolus. Device alarmed a button error alarm. Customer's blood glucose was 265 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.